Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to an unknown product performance anomaly. This s-ICD was replaced. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to an unknown product performance anomaly. This s-ICD was replaced. No adverse patient effects were reported. Additional information was received, during the implant procedure this s-ICD exhibited high out of range shock impedance measurements while performing the defibrillation threshold (dft) test. The physician had difficulty removing the electrode from the s-ICD and a header setscrew anomaly was believed. This s-ICD was replaced and the procedure was able to be completed. No adverse patient effects were reported.